Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The x-ray generator was replaced. The system was tested and operates as intended.

Event description:
The customer reported that there was no image on the monitor of the 7900 system. No pt injury was reported.